Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. As a result, customer experienced a low bg level; however, a specific value was not provided. Tandem technical support performed a full pump system check and verified that the pump was functioning appropriately.